Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: one bag containing one used and decontaminated 3ml pro-vent syringe was received. The syringe was disassembled with a broken pro-vent filter. Visual inspection of the returned sample revealed damage to the shoulder of the syringe barrel near the base of the luer fitting, thus confirming the complaint. The condition of the syringe was such that it was not possible to conduct a leak test, the noted damage resulted in a hole to be present, confirming that leakage would most likely occur. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. A root cause was not established.

Manufacturer narrative:
Day of event is unknown. Month and year are known. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after connecting filter pro, when customer tried to remove air, blood leaked from the tip of the syringe. There was unknown patient involvement and no patient harm/adverse event reported.

Event description:
Additional information: the event occurred during patient use and there was no patient harm/adverse event reported.

Manufacturer narrative:
B5, h6 clinical and impact codes: updated.